Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Additional information noted symptoms have resolved.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of inflammatory nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Inflammatory nodule is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with juvederm vollure xc in the temples. Two weeks later, "patient reported a large lump on right temple which was red but no heat." Hcp prescribed medrol dose pack to address inflammation but it did not work and switched to a z-pak, keflex, hylenex 60u. Lump went down but it came back and is now covering the whole temple with two nodules that is slightly pink and tender. Hcp used 1 full vial of hylenex with 5fu but it still looked agitated, nodular with heat. The redness and inflammation has now gone down and looks like two hard nodules. Patient had a dental procedure 2 weeks prior to the injection. Hcp notes there are no additional symptoms of infection but will try biaxin and prednisone for 7 days.